Event description:
Procedure type: nephrectomy. According to the reporter: a loud click was heard when stapler was first fired; the stapler opened with brisk renal artery bleeding clips placed on renal artery. A new device was used to get kidney out, and control bleeding once the clips were removed. The patient was discharged. Tissue damage occurred and decreased perfusion affected transplanted kidney function. There was unanticipated tissue loss. There was bleeding reported in excess of 700cc. The case was not extended by more than 30 minutes. The clips placed on renal artery, used new stapler to achieve homeostasis.

Manufacturer narrative:
(B)(4).